Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #26 it was verified its non- osseointegration. Thirty five (35) ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type I.